Event description:
It was reported that the patient experienced a return of symptoms. The patient's stimulation was intermittent and was usually only felt when he increased amplitude or changed programs. Additional information received reported that the patient still had concerns with his device or therapy but had an appointment scheduled with his physician on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot #: v332626, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial #: (B)(4), product type: programmer. (B)(4).